Event description:
It was reported that several neurologists and the patient's own neurologist were consulted with the lab results. Per a neurosurgeon, there were several findings that were of concern and they were unsure of the source and uncomfortable booking this patient's surgical revision at that time. As of (B)(6) 2012, a revision had not been scheduled. A catheter revision was performed on (B)(6) 2012. Upon opening the pocket they found a copious amount of cerebrospinal fluid (csf) which was drained. The catheter was found completely fractured just distal to the 45 degree connector. The fractured end of the catheter was found in the pocket and a new sc connector was attached. There was good flow back of csf through the catheter and catheter showed to still be in the intrathecal space at the distal end. The new sc connector was attached to the existing pump and a pump refill was completed as the refill date was 9/8. Patient was previously on 225mcg/ml but since none of this was getting to intrathecal space, the physician opted to reprime the catheter tubing and start the patient at 50mcg/day. The patient had an area of red cellulitis on the abdomen; the patient was started on keflex. A stat gram stain done in the operating room of both csf and pocket fluid were negative. The patient had a follow up scheduled for the next week with their managing physician for dose titration. It was noted that the patient has had both compounded baclofen and lioresal in their pump. The most recent refill was lioresal.

Event description:
Attorney alleges that the device implanted in the patient caused him harm from ¿approximately¿ (B)(6) 2012 through the preset (time of report) and had caused him ¿severe¿ personal injuries ¿including but not limited to malfunctions requiring medical intervention and revision surgery, manufacturing defects and/or other defective warnings concerning the device.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis of the catheter body revealed hole (or torn catheter) caused by metal pin of the pump connector poking through. The 40 degree connector was received with a short piece of catheter segment attached to it. The strain relief shroud was cut away to reveal the catheter broke in the area corresponding to where the metal pin of the pump connector comes to an end.

Manufacturer narrative:
(B)(4). Malfunctions requiring medial intervention <(>&<)>revision surgery, manufacturing defects and/or other defective warnings concerning the device.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the attorney and it was reported that the patient was diagnosed with progressive primary multiple sclerosis (ms) in the year 2000 which caused him to lose all of the function in his legs and some of the function of his arms and hands. In 2006, the patient had enough use of his right arm and hand to successfully operate his motorized wheelchair and maintain a highly successful job. He was able to feed himself and perform other daily functions without assistance. Prior to the pump replacement procedure, the patient was able to work 60 hours per week and the baclofen treatment allowed him to maintain his autonomy and independence. The baclofen therapy effectively managed his spasticity and improved his quality of life. There were no surgical complications during the pump replacement procedure. The new pump was implanted, tested, and excellent initial flow of cerebrospinal fluid (csf) was noted. The new pump was filled with baclofen and the existing catheter was attached to the new pump. Approximately 2 weeks later, the patient began exhibiting signs of withdrawal. The patient was weak, experienced headache, nausea, chills, and hypertension. His spasticity had returned and he lost function of his hands and arms resulting in continued painful and debilitating spasms. The dye study on (B)(6) 2012, showed good flow, but noted a large amount of fluid in the cavity surrounding the pump. Once the fractured catheter was replaced, regular administration of baclofen was continued. As a result of the loss of therapy, the patient experienced terrible pain and had lost considerable function of his upper body including his arms and hands. The patient could no longer work and "had lost what autonomy his ms had stripped from him".

Event description:
It was reported the patient experienced muscle fasciculation "from head to toe", and "rebound" level of spasticity following a pump replacement. The patient presented to the emergency room as he was not getting efficacy. On (B)(6) 2012, the dose was increased by 10% and the patient reported that he was still not getting symptom relief. 65 cc's of fluid was pulled from the pump pocket site and that fluid was being tested. No audible alarms were reported and the pump logs were clear. A dye study was conducted and they were able to aspirate and inject dye easily. The dye reached the intrathecal space. The catheter was not changed out at the time of the pump replacement. Troubleshooting options were discussed. The patient was on 250 mcg of baclofen for the past 5 years. After the patient received the new pump, something was "wrong" and spasticity returned because he "is a spastic mass". The pump worked for a couple of days and then it no longer helped. The patient was hospitalized for 8 days with a urinary tract infection and symptoms of withdrawal. The patient had been home from the hospital for 10 days at the time of the report. Troubleshooting options were discussed. The patient planned to see the hcp on (B)(6) 2012. The pump was delivering lioresal. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model# 8709, serial# (B)(4), implanted: 2006 (B)(6), explanted: unk. Pump model# 863740, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2012 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient continued to have symptoms of lower efficacy of baclofen therapy, and multiple occasions of fluid buildup in the pocket. A healthcare provider (hcp) performed a dye study on (B)(6) 2012 and catheter did not present with a leak. Post dye study, patient still did not see efficacy they had prior to pump change. The patient continued to have problems with withdrawal since prior notification date, and in addition the patient had fluid buildup around the pump pocket that had been aspirated twice by hcp and was re-accumulating, the aspiration dates were (B)(6) 2012. The patient then presented on (B)(4) 2012 to another hcp, with another fluid collection in pump pocket (despite aspiration twice by previous hcp), and a significant return of spasticity. Per the hcp, the patient's spasticity measured at a 3 on ashworth scale. Patient also had positive clonus, painful spasms (just to light touch), and overall "just feeling bad." The fluid that was aspirated on (B)(6) 2012 from the pump pocket was sent to be tested for presence of cerebral spinal fluid (csf), however those results were not reported. The daily dose was then decreased by 20% (275mcg/day - 225mcg/day) to document any further change in spasticity and also to prepare patient in case of need for revision. The patient then had an appointment with a new hcp on (B)(6) 2012 where they were scheduled for a catheter revision on (B)(6) 2012. Routine blood work for the hospital admission revealed high inflammatory markers, so the revision was cancelled. Patient was admitted to the hospital on (B)(6) 2012 where a lumbar puncture was done and the hcp aspirated 140cc of fluid from around pump pocket. The gram stain on both aspirations were negative, but "other markers were high." Patient was discharged on (B)(6) and a catheter revision was expected to take place at a later date if no active infection was found.

Manufacturer narrative:
(B)(4).